Event description:
Clinic notes were later received reporting that patient did experience an infection at the generator site. Response was also received that the cause of the reported infection was due to the vns surgery.

Event description:
Implant card was received reporting that the patient had a new generator implanted.

Manufacturer narrative:
B5. Describe event; corrected information. Supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient had their generator explanted due to extrusion and to reduce the risk of infection. Response was received from the physician that the cause for the extrusion was due to the patient's skin breakdown over the generator. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.